Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was "exchange." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified deformation and creases. Bubbles and voids after autoclave disinfection process in the gel were observed. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.